Manufacturer narrative:
The reported event of r wave amp variation was not confirmed. As received, a complete lead was returned in one piece. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
During an initial implant procedure, the right ventricular (rv) lead exhibited high sensing. A new rv lead was implanted to resolve the event issue. The patient was stable during the entire procedure.